Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ the essure coil noted in the posterior cul-de-sac') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included metaplasia, cervical intraepithelial neoplasia iii (cin 2-3.), abnormal uterine bleeding and pap smear abnormal. Concomitant products included tranexamic acid (lysteda). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain chronic"), abdominal pain lower ("lower abdomen pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain in extremity ("legs pain"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2018, the patient experienced migraine ("migraines/ headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fatigue, weight increased and mood swings outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, headache, migraine and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, migration. Discrepancy noted in date of insertion: (B)(6) 2008. Left side and approximately 5 to 6 coils were noted and no coils were noted on right side after insertion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received : reporter information, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". Concomitant products included tranexamic acid (lysteda). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain chronic"), abdominal pain lower ("lower abdomen pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal") and pain in extremity ("legs pain"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2018, the patient experienced migraine ("migraines/ headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fatigue, weight increased and mood swings outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, headache, migraine and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, migration. Discrepancy noted for date of insertion: (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". Concomitant products included tranexamic acid (lysteda). On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain chronic"), abdominal pain lower ("lower abdomen pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain in extremity ("legs pain"). In may 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In october 2018, the patient experienced migraine ("migraines/ headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fatigue, weight increased and mood swings outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, headache, migraine and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, migration. Discrepancy noted for date of insertion: (B)(6) 2008 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Events: hormonal changes describe: mood swings, abnormal bleeding (vaginal), migraines/ headaches, lower abdomen pain, legs pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fatigue, headache and weight increased outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for pain, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration, fatigue, headaches, weight gain, essure confirmation test(s) conducted, specify : no, perforation ¿ other incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.